Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain" this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05290 / 1825034-2016-00005).

Event description:
Patient reported to have undergone total right hip arthroplasty on (B)(6) 2010. Patient alleges constant pain, implant popping and clicking, instability, loss of range of motion, leg varus and leg length discrepancy. Patient further reported that a revision procedure was performed on (B)(6) 2014. A review of invoice history confirms both procedure dates and reveals that the modular head was removed and replaced during the revision. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received reported during a march 3, 2014 office visit, the patient had previously fallen as a result of pain and required a wheelchair. Operative report noted the patient was revised on (B)(6) 2014 due to aseptic loosening of the acetabular component, slight vertical orientation to the cup, acetabular wear, pain, and "polyethylene lining of the ball and socket had separated." During the procedure, a stable stem, poly wear, osteolysis, little bone fixation in cup, fibrous tissue which most likely caused pain, leg length discrepancy, and excess scar tissue were noted. The cup, liner, and head were removed and replaced with competitor cup and liner and zimmer biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 14 states, ¿intraoperative and postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2010. Patient alleges constant pain, implant popping and clicking, instability, loss of range of motion, leg varus and leg length discrepancy. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device history files found no evidence of product non-conformance. Review of the device confirmed the reported complaint, as wear of the acetabular liner was noted. During examination, scratches and missing porous coating were also noted. However, a conclusive root cause of the event could not be determined.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2010. Patient alleges constant pain, popping, clicking and instability. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant medical products - biomet integral femoral stem catalog#: x12-171311 lot#: 884450, biomet low profile screw catalog#: 103536 lot#: 284050, biomet low profile screw catalog#: 103534 lot#: 262990, biomet apical plug catalog#: 123741 lot#: 349170, biomet ceramic femoral head catalog#: 650-1058 lot#: 361900, biomet ceramic taper adapter catalog#: 650-1066 lot#: 142200.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total right hip arthroplasty on (B)(6) 2010. Patient alleges constant pain, implant popping and clicking, instability, loss of range of motion, leg varus and leg length discrepancy. Patient further reported that a revision procedure was performed on (B)(6) 2014. A review of invoice history confirms both procedure dates and reveals that the modular head was removed and replaced during the revision. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.